Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that she was changing the battery and noticed that the insulin pump is cracked by the battery cap. Blood glucose value was 424 mg/dl; she treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.